Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows : lot # : 1173073 ¿ device expiration date : 06/30/2026. Device manufacture date : 06/22/2021. Lot # : unknown ¿ device expiration date : unknown. Device manufacture date : unknown. Investigation summary : no physical device samples were returned. Exec summary - no samples (including photos) were returned therefore bd was not able to duplicate or confirm the customer¿s indicated failure and the root cause is undetermined. A review of the complaint lot history check was performed and this is the 3rd. Related complaint for needle clog on lot # 1173073. No non-conformances were raised in association with this type of event for this lot concluding all inspections were performed as per the applicable operations and met qc specifications. No review of the complaint lot history check for needle clog was performed on the unknown lot # so the occurrence is unknown, the issue is unconfirmed and root cause can not be determined. CAPA/sa - based on the above no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - no DHR review can be carried out for the as the unknown lot number. A lot history review for batch 1173073 was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 3 bd nano¿ 2nd gen pen needles were unable to deliver insulin or medication. The following information was provided by the initial reporter : the consumer reported several needles clogged during injection and does not complete a flow check. Date of event : unknown. Sample status : discarded.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field.there were multiple lot numbers reported to be involved. The information for each lot number is as follows : lot # : 1173073 ¿ device expiration date : 06/30/2026.device manufacture date : 06/22/2021.lot # : unknown ¿ device expiration date : unknown. Device manufacture date : unknown. Investigation summary :no physical device samples were returned. Exec summary - no samples (including photos) were returned therefore bd was not able to duplicate or confirm the customer¿s indicated failure and the root cause is undetermined. A review of the complaint lot history check was performed and this is the 3rd. Related complaint for needle clog on lot # 1173073. No non-conformances were raised in association with this type of event for this lot concluding all inspections were performed as per the applicable operations and met qc specifications. No review of the complaint lot history check for needle clog was performed on the unknown lot # so the occurrence is unknown, the issue is unconfirmed and root cause can not be determined. CAPA/sa - based on the above no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time.DHR review - no DHR review can be carried out for the as the unknown lot number. A lot history review for batch 1173073 was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 3 bd nano¿ 2nd gen pen needles were unable to deliver insulin or medication. The following information was provided by the initial reporter : the consumer reported several needles clogged during injection and does not complete a flow check. Date of event : unknown. Sample status : discarded.